Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a hole in the catheter. The following information was provided by the initial reporter: "the nurse has noticed a hole in the side of the sheath and has not been able to successfully start the IV due to the defect."

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a hole in the catheter. The following information was provided by the initial reporter: "the nurse has noticed a hole in the side of the sheath and has not been able to successfully start the IV due to the defect."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.